Event description:
It was reported by the pt's attorney that the pt underwent right total hip replacement in 1995. Post-op, the pt experienced pain. A revision surgery occurred the following month, where the liner, steam, and femoral head were exchanged. Wear to the liner was noted.